Event description:
Over the past month, "x-ray stopped-restart x-ray" error message appeared once, leading to interruption in patient exam with patient on table, with catheter in. System rebooted and worked. Manufacturer contacted. Ge stated tube spitting. Field engineer had to come in and run diagnostics, resolving problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer contacted. Ge stated tube spitting. Field engineer had to come in and run diagnostics, resolving problem for now.